Event description:
It was reported that during a roux-en-y gastric bypass procedure, the second reload was fired and the device locked up. The blade would not retract. The surgeon pulled the device off the mesentery. There was some bleeding and tearing. A second stapler was opened to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: a second device was opened to finish the case. As far as I remember the load should still be in the jaw. No transfusion required. Too much time has elapsed to accurately answer your questions further.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual conditions and with an ecr60w cartridge fully fired loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the jaws of the device eventually open? What color cartridge was being used? How much bleeding was observed? Was a blood transfusion required? How was the tear repaired? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?